Event description:
It was reported that the clip on the ac adapter that is used with the ventilator broke. The ventilator shut down with an audible alarm. The patient had to be manually ventilated until the patient's parent could find the tape to hold the power cord and pigtail together. No patient harm reported. The patient's parents were concerned that the clip is not durable enough for repeated connections and disconnections. They have had broken clips on the pigtail approximately six times in the last nine to ten years. The last pigtail clip broke due to the patient's father stepping on it which lead to the reported event.